Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2021, an additional procedure was reportedly performed whereby a 12mm x 10cm stent graft was placed. It is unknown whether this procedure was a corrective measure related in any way to the index procedure. On an unknown date, a routine follow-up examination reportedly revealed aneurysm enlargement due to type ii endoleak. The origin of the type ii endoleak was unknown. On (B)(6) 2022, it was reported that aneurysmorrhaphy and vessel ligation were performed. Procedure outcome and current patient status are unknown, though, no further adverse events have been reported.

Manufacturer narrative:
As earliest date of onset for the type ii endoleak and aneurysm enlargement are unknown, (B)(6) 2022 will serve as the date of event for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak, and aneurysm enlargement.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.